Event description:
The hospital staff used the device to administer 2 defibrillator shocks to a patient diagnosed in cardiac arrest. The device was subsequently used to administer external pacing to the patient. The device allegedly failed to display the patient's ECG while pacing and displayed only dashed lines. After approximately 13 minutes of external pacing, the operator connected the patient cable to the patient and ECG was properly displayed. The patient was not resuscitated. The reporter indicated that the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.